Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device revealed that the catheter was kinked in multiple locations throughout. The device was still in extended position and the bristled portion of the brush was present, properly formed and without issue. Functional analysis showed that the device failed to retract. The handle was disassembled and it was found that the pull wire had been kinked and broken at the hypotube joint. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the brush failed to extend. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; wire broken.